Event description:
It was reported that the lead exhibited high impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that while the helix was in the retracted position high impedance was noted. Once the helix was cleaned, normal function ensued.